Event description:
Procedure: hysterectomy. Reportedly, the surgeons claims the suture may have absorbed too quickly. The pt was brought back to or to fix dehiscence of the vaginal cuff. No current pt status has been made available and no additional information has been provided.